Event description:
It was reported that the user¿s spouse contacted support because a dinner meal announcement they believed was made did not appear on the ilet data graph, and engineering log review confirmed no dinner announcement occurred. Symptoms included hyperglycemia peaking at 181 mg/dl without reported clinical symptoms. Outcomes included no alarms, no alerts, no hospitalization, and glucose returned to target after the system¿s correction algorithm adjusted dosing. Investigation included review of engineering logs and user education on proper meal announcement steps. Investigation of this case revealed no device malfunction and indicated a missed meal announcement as the likely contributor to the transient hyperglycemia, with the device and its software components functioning as designed. It was concluded, based on previously established findings for similar reports, that user interaction, specifically an incomplete meal announcement, was the probable cause.